Event description:
It was reported that the user encountered a repeated non-recoverable error 281 while using the system. The system was in a contract with a third-party service. The procedure was completed by another surgeon side console. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer purchased a third party service contract and refused intufosun's service. Intofosun was unable to gather any related information from the end customer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse do not have permission to access the system as the customer signed a da vinci service contract with an unauthorized 3rd party and completed procedure by another surgeon side console (ssc). The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.